Event description:
Related manufacturer reference number: 2017865-2022-44693. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 with syncope and a pause episode. During examination, it was noted that there no sensing and no capture on the implantable cardioverter defibrillator (ICD) leading to no pacing. The right ventricular (rv) lead could not capture or sense as well. It could not be determined if this was an ICD or rv lead issue. The physician explanted and replaced both the ICD and the rv lead on (B)(6) 2022. The patient was in stable condition.